Manufacturer narrative:
This MDR was generated under protocol (B)(4). A device history record (DHR) review was not conducted as the lot number was not provided. The device was returned for analysis and has been evaluated. The returned device consisted of two items and were received in used condition and without their original packaging. During visual inspection, the items were visually inspected at a distance of 12 to 24 inches and normal conditions of illumination. No discrepancies were found. A functional test was performed using a hydrostat vessel and no occlusions were detected in both items. There were no difficulties when fluid passed through the assemblies. No actions were taken for the primary concern reported. A root cause has not been determined since the reported complaint was not confirmed.

Event description:
Information was received that during bench testing of this smiths medical cadd extension set, issues with under deliver over 6% with the cadd legacy pumps was noted. It was reported when testing the pumps without a filter, they pass within +/- 6%; however, when uses the same pumps with a filtered extension set with water the accuracy rates over +/-6%. No patient involvement.